Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was capped and a new lead was implanted successfully without adverse consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.